Event description:
It was reported by the customer that the pyxis cii safe system rebooted continuously, regardless of whether it was logged in or not. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe underwent random reboots. A field service engineer found that the station experienced random reboots during the cfnadmin login while troubleshooting an intermittent disconnection issue with the barcode scanner. A replacement zebra scanner cable was installed, and the problem was traced to a failing power supply unit (psu). Subsequently, a new psu was installed. During further testing, the engineer observed that the station would freeze when attempting to print a discrepancy report to a kyocera printer connected via usb. The station displayed an "invalid printer" message, which caused the application to become unresponsive without a cancel option. The engineer implemented the recommended universal kyocera driver and reconfigured the c2 application, resulting in no further complications. It was also noted that this failure necessitated the disconnection of the internal ups battery to rectify the issue. The system functioned as intended after the technical support specialist troubleshooted the device.